Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav. Initially, it was indicated that the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. With the initial information available, this event was assessed as non MDR reportable. However, on (B)(6) 2024, additional information was received which indicated that the issue was noted after the catheter was used inside the patient. Therefore, the event was re-assessed as MDR reportable with an awareness date of (B)(6) 2024.

Manufacturer narrative:
The picture was reviewed, and no root cause can be determined. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav. Initially, it was indicated that the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. With the initial information available, this event was assessed as non MDR reportable. However, on 17-nov-2024, additional information was received which indicated that the issue was noted after the catheter was used inside the patient. Therefore, the event was re-assessed as MDR reportable with an awareness date of 17-nov-2024. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent in the tip area. A manufacturing record evaluation was performed for the finished device number lot 31389745l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed as it could be related to the bent in the tip area that was observed during product analysis. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).